Event description:
The customer reported a leak from a disposable cassette's patient line during peritoneal dialysis. The home patient (hp) initially reported to baxter technical services that her tube had come out of her stomach. The technical service representative (tsr) asked, to clarify, if the hp's tube had been pulled out of her stomach. The hp then stated "no" but that instead, it was leaking and that she put a clamp on it. The tsr asked the hp to press stop, close the clamps, and advised the hp to call her registered nurse (rn) right away. The hp stated that she put a clamp on the line but it was still leaking. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Further information was received from the hp regarding the leak. The hp stated that the patient line was leaking after being separated from the transfer set. The hp said she woke up to the patient line and transfer set leaking. The hp put a clamp on the patient line and closed the clamp on the transfer set, and it stopped leaking. The hp had not noticed any damage on the disposables or their packaging. The hp did not use a sharp object to open the carton or overpouch and did not use an assist device to make the connection. The hp stated that she informed her nurse of the event. The hp stated that she was able to continue therapy with new supplies a few days later. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Same patient as (B)(4).